Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, while the device was being used to one of the shots in the stomach, the stapler was able to fire but had a poor staple formation. They just started the shot and then charge a little and they do not advance anymore. Staple line was incomplete at distal part. No full shot was produced and they advanced the load a little. In order to resolve the issue and complete the case, they replaced it with another load. There was no patient injury.